Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously device issue: shaft separation. It was reported that the bmw guide wire was successfully negotiated through tortuosity and an attempt was made to insert the voyager balloon, but it could not cross the balloon. While advancing the balloon, it was noted that resistance was experienced due to the calcification; however, multiple attempts were made to cross the lesion. While making several attempts to insert the balloon, the voyager balloon broke into three pieces at distal end. An attempt was made to cross another company's balloon; however, it would not cross either. The patient has been left with medical management without going for any further interventional procedure. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen. There was no contrast visible. The balloon was tightly folded. The soft tip was separated at the distal seal and was not returned. The end of the soft tip separation was jagged. The inner member separated in two pieces, 9 mm distal to the guide wire exit notch. The second piece of the separation was 6 proximal to the proximal seal of the balloon was stretched and wavy. The shaft was separated .5 mm proximal to the proximal seal of the balloon. There were two bends in the hypotube, 27.5 cm and 75 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.